Event description:
Additional information received notes oversensing on the right ventricular (rv) lead resulting in pacing inhibition. Conductor fracture and insulation breach is suspected on the rv lead. No changes or intervention was performed; the device will continue to be monitored. The patient condition was stable.

Event description:
It was reported that a patient presented with noise on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was unknown.